Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibits a downstream occlusion alarm with every pib. Occlusion issues during pib and occlusion issue started around 9 months ago. Occlusion alarm appears with every push interval of the pump (i.e. Each ¿burst¿ of the pump mechanism causes the occlusion). The customer used a giving set with a 0.2 micron filter. Customer also stated that an issue was discussed with biomed engineer that the cadd solis epidural pumps are programmed to deliver a bolus to patients periodically (say every 4 hours). Nursing staff have reported occlusion alarms occurring when this bolus is delivered. The unit that was tested in the workshop would go in and out of occlusion alarm with each activation of the pump mechanism. Four pumps were purchased in 2017 and a further six pumps in 2020. The downstream sensitivity was set at low. The delivery rate was set at 250ml per hour. The event is ongoing for 9 months ago. The event occurred at hospital while in use with patient. The issue was not resolved. There was patient involvement, but no patient harm/adverse event reported. Per reporter it was confirmed that the cadd administration set with ln-21-7349-24 and lot number- 4461310 is used at the site. They changed to this set many months ago and believe the occlusion alarms are caused somehow since they changed to this set there."